Manufacturer narrative:
The device was evaluated, the reported issue was confirmed. The weak air supply was due to clogged nozzle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the olympus representative on behalf of the customer, during a diagnostic general upper gastrointestinal endoscopy procedure, the air supply failed on the evis lucera elite gastrointestinal videoscope. The intended procedure was completed with the same device with no surgical delay. No patient harm reported. The scope had been inspected (B)(6) 2022, and there were no abnormalities. As there was no problem with the water supply tank or the light source, the scope was considered to be the problem. The scope had been precleaned, high-level disinfected and washed in the olympus oer-4. During the evaluation of the device, it was noted the nozzle was clogged with black foreign matter due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the nozzle was clogged with black foreign matter due to insufficient or incorrect reprocessing noted at estimation. The scope was previously repaired due to poor air supply in november 2021.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to clogging from a black rubber-like foreign material. However, this material could not be further identified, and further determination of presumed cause could not be established. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 09-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.